Manufacturer narrative:
Additional h6: f1205. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿crease folding of implant : observed. Additional observations: ¿observed crease sharp on posterior assessed as fold flaw opening. No further actions are required as the device was implanted.

Event description:
Physician reported " folded right breast implant with features of damage". Subsequently, physician reported implant has ruptured. Device has been explanted. This relates to the right side.